Event description:
As reported, the blue infusion-line broke from the hub while unscrewing a 3-way tap. It was further reported that the blue line was sectioned/broken while manipulating the device. It was reported that the patient did bleed slightly and as per the doctor it was a little blood loss, not more than 20mls. It did not have any effect on the hemoglobin level (hb). Another device was used to solve the event.

Manufacturer narrative:
The proximal injectate hub and the flow-thru housing was all that was returned. The proximal injectate hub and flow-thru housing were returned attached and the proximal extension tube was broken at the distal end of the hub. The extension tube appeared to have been twisted at the break site. The rest of the catheter was not returned. As reported by the customer, "the blue infusion-line broke from the hub while unscrewing a 3-way tap". The bond was not compromised between the hub and tube. The damage was confirmed; however, there was no indication that this is related to the manufacturing process. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. No actions will be taken at this time.